Event description:
The customer reported that during the pacemaker replacement procedure for normal battery depletion, this right atrial lead had displayed a low impedance value of 120 ohms and was unable to capture the myocardium. The atrial lead was surgically abandoned (capped) and a new lead was successfully implanted with a new pacemaker. No adverse patient effects were reported. The device was actively implanted for approximately 11 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.